Event description:
It was reported "on (B)(6) 2025, the doctor found sheath body damaged during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn #: (B)(4).

Event description:
It was reported "(B)(6) 2025, the doctor found sheath body damaged during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for evaluation. The complaint of the cath-gard sleeve detaching from the connector was able to be confirmed by the photos. The image shows the psi with a swan-ganz catheter inserted. The cath-gard was over this subassembly but the sleeve was observed to be separated from the distal housing unit. Despite this, a complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "slide entire catheter contamination shield to proximal end of catheter. If flow directed catheter is used, inflate and deflate balloon with syringe to ensure integrity. Precaution: do not exceed balloon catheter manufacturer's recommended volume." It also states, "do not use excessive force when introducing guide wire or sheath/dilator assembly as this can lead to vessel perforation, bleeding, or component damage." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.